Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not working in reverse mode (only worked in forward mode). It was further determined that the electronic control unit (ecu) insulation was damaged and the motor was worn (excessive vibration). It was observed that the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reamer/drill device was not working. During in-house engineering evaluation, it was observed that the device was not working in reverse mode (only worked in forward mode). It was further determined that the motor was worn (excessive vibration). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.